Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 592 mg/dl; cause was unknown. Customer tried to address the elevated bg with a manual insulin injection. At the time of report the customer had not received any form of treatment. Customer was discharged later the same day.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.